Event description:
Information received indicating that smiths medical cadd solis vip pump indicated that the medication bag had medication when the bag was empty. Reporter stated that the flow rate of the medication was set correctly. There were no adverse effects to the patient due to the reported event.